Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
A 6f angio-seal vip device was deployed in a high stick puncture above the femoral head in the left femoral artery with peripheral vascular disease, following stent placement in the superficial femoral artery. The patient returned the next day with a clotted left leg from the iliac artery down. Two tpa infusions were administered over the next two days after which the patient was discharged as stable.

Manufacturer narrative:
(B)(4).

Event description:
A 6f angio-seal vip device was deployed in a high stick in the left femoral artery following stent placement. The patient returned to the hospital on (B)(6) 2015 with a clotted left leg from the illiac artery and down. A tpa infusion was administered on (B)(6) 2015 after which the patient was discharged as stable.